Event description:
According to the information received the device was removed due to tubing coming apart. However, according to the information received later from the physician, the surgery occurred due to erosion of tubing in the scrotum.